Manufacturer narrative:
Date rec'd by MFR: 10oct2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If the further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15oct2019; b4: 16oct2019. The support service was unable verified the reported problem. The support service reported that no problem was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a vent inoperable problem. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.